Event description:
It was reported that the device was close to the elective replacement indicator (eri) and had not yet been removed. The patient was in stable condition. No additional information was available.